Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported having issues with the insulin pump. The device alarmed while attempting to change the infusion set. The blood glucose reading was 120mg/dl. No further information was provided.